Event description:
It was reported that during a da vinci hysterectomy procedure, pieces from a fenestrated bipolar forceps instrument came off and fell into the patient. On (B)(4) 2015, intuitive surgical in. (Isi) contacted the site and obtained the following information: the surgeon had been using the fenestrated bipolar forceps for quite some time during the hysterectomy procedure. They had retrieved 2 of the 3 fragments that had fallen into the patient. On (B)(4) 2015, intuitive surgical in. (Isi) contacted the site and obtained the following information: all 3 fragments were retrieved, the last fragment was found on the drape as it was displaced, it was brought out through the vagina with the uterine manipulator. The fluoroscopy was used to try and detect the fragment but was found on the sterile drape. There were no adverse event to the patient, patient was fine, and was being discharged the following morning. The surgeon was able to complete the planned procedure successfully, no patient harm or injury was reported.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: fragments from the fenestrated bipolar forceps fell into the patient and was retrieved during the same procedure.